Event description:
It was reported the ems was used during a not reported procedure. It was reported by the affiliate the staples were not delivered. There was no consequence to the pt.

Manufacturer narrative:
Tracking #.48501. D6: device returned with no lot ID. Based upon inquiry info rec'd, visual examination and functional test, it was concluded that the reported event occurred due to a yielded nose weld and to two staples jammed in the nose. The instrument was rec'd with a yielded nose weld which would not allow the following staples to properly feed into the nose to fire. No conclusion could be reached if the yielded nose weld caused the staples to become jammed in the nose or if the staples jammed in the nose caused the nose weld to yield.